Manufacturer narrative:
Device evaluated by MFR: the frag-loc compression screw was examined under magnification. Approximately the three closest threads to the head of the screw were deformed as well as the three threads on the other end of the screw. Small chips were taken out of the threads and the threads were flattened/bent down. Additional mdrs associated with this event: 3025141-2019-00126: sleeve.

Event description:
A frag-loc® compression screw and frag-loc® compression sleeve were implanted in the patient. At four weeks post op, it was determined, by x-ray, that the screw had backed out of the sleeve. The screw was explanted. The sleeve was left implanted.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00126 follow up 1: sleeve; 3025141-2019-00127: plate; 3025141-2019-00128: screw 2; 3025141-2019-00129: screw 3; 3025141-2019-00130: screw 4; 3025141-2019-00131: screw 5; 3025141-2019-00132: screw 6; 3025141-2019-00133: screw 7; 3025141-2019-00134: screw 8; 3025141-2019-00135: screw 9.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00126 follow up 2: sleeve; 3025141-2019-00127 follow up 1: plate; 3025141-2019-00128 follow up 1: screw 2; 3025141-2019-00129 follow up 1: screw 3; 3025141-2019-00130 follow up 1: screw 4; 3025141-2019-00131 follow up 1: screw 5; 3025141-2019-00132 follow up 1: screw 6; 3025141-2019-00133 follow up 1: screw 7; 3025141-2019-00134 follow up 1: screw 8; 3025141-2019-00135 follow up 1: screw 9.

Event description:
The rest of the implants (except the screw which backed out) were explanted on (B)(6) 2019.